Event description:
It was reported that one palatal implant was removed approximately 24 hours post-implant. The patient reportedly experienced gagging, coughing, and subsequently choked on a drink. Examination found the implant had migrated and partially extruded and was then removed. There was no further information reported by the physician.

Manufacturer narrative:
(B)(4). The product was not returned to the manufacture for evaluation; however, a review of the device history records was performed and confirmed the product met all pre-release specifications. (B)(4). Conclusion: [known product problem documented in the product (IFU) labeling]. Product description: the pillar system ("system") is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate osa (obstructive sleep apnea). Indications for use of the system include: symptomatic, habitual, social snoring due to palatal flutter or upper airway obstruction caused by the soft palate. Potential complications include, but not limited to: difficulty swallowing, erosion of implant; implant rejection, partial/full extrusion of implant, sore/scratchy throat, and foreign body sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.